Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the consumer was going down the ramp into her garage area. She let off the joystick and the chair would not stop. She put her foot down to try to stop the chair and fell out the chair. She did not have the seat belt on. Dealer states that the right motor will push freely even when in the drive position. Consumer sustained bruises but did not require medical attention.